Manufacturer narrative:
Fdc code 71 replaces previous codes of type. Analysis of the ins found that the battery reached normal end of life. Telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins died from early depletion and was explanted on (B)(6) 2017. Refer to manufacturer report #3004209178-2017-11210 for details pertaining to the reportable related event.